Event description:
Important recall and safety notice for coopervision avaira toric soft contact lenses. I ordered from (B)(6), they told me to contact you and that they have nothing to do with the recall. Their staff knew nothing about the recall or what to do with it. They did not give me new contacts, said I had to contact you. Unless I paid for new contacts they would not be able to order me any. They said they did not order a trial pair, in which I will have to go back to the store myself and get them again. How do I go about getting new contacts so this silicone oil residue does not affect my eyes any more than it already has? (B)(6).